Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor indicated that the trocars leaked the surgeries and had difficulty inserting the cannulas into trocars. The procedures were completed with no patient harm. Additional information and sample has been requested.